Manufacturer narrative:
The manufacturer previously reported an issue related to continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm or injury. The patient also alleged constantly clearing her throat, has no allergies, running nose after use, hoarse all the time, sore throat and particles in tubing/chamber. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer visually inspected the device. Particles in tubing/chamber were not confirmed and minor dust/dirt contamination was found on the blower impeller and in the air path likely from the source external to the device. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation in the base unit, but a small amount of dust/dirt contamination was observed. Section h6 (clinical code, medical device code, type of investigation, investigation findings, investigation conclusions) were updated in this report.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury this issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.